Manufacturer narrative:
The device was received for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported keypad issue. During testing of the keypad it was observed that some keys were not working. The reported condition was verified. The cause was determined to be a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had intermittent operation for keys 1 and 2 on the keypad. The event occurred during setup in the post anesthesia care unit. There was no patient involvement. No additional information is available.